Event description:
It was reported that there was an over infusion of potassium (10mm in 100ml minibag). The infusion was intended to be completed over one (1) hour, however the 100ml infused over approximately 20 minutes. The patient complained of pain at the infusion site, however no chest pain or palpitations were present. The patient was on a cardiac monitor for the duration of the infusion with no abnormalities noted. An ECG was performed five (5) minutes post infusion and repeated 10 minutes later with no abnormalities noted. The patient was given a heat pack at the infusion site to relieve localized pain. A venous blood gas measurement was taken with no abnormality noted. The hospital risk report indicated no harm to the patient, no change in level of care and no treatment required due to the event.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.